Event description:
It was reported that an ilet charging system exhibited intermittent charging due to a loose or unstable connection at the charging cable interface, with the indicator remaining green only when physical pressure was applied to the connector; the user used other home chargers and manual pressure to maintain charging, and a replacement charging pad and cable were initiated. Symptoms included no clinical symptoms. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included complaint review and user troubleshooting guidance. Investigation of this case revealed a suspected mechanical connection issue at the charger-to-device interface consistent with a faulty or worn cable or connector. It was concluded that the device experienced a charging accessory malfunction that affected charging reliability without patient harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 (B)(6) 06:25p.m pst. Pt. Concerned the ilet is not charging. Pt. Unplugged back of cable and noticed it is fidgety connection it will only stay green when the pt. Pushes it hard if she lets go it does not charge. Pt. Will survive on the other home chargers in the meantime and by holding it down with finger. Charging pad and cable replacement started.